Manufacturer narrative:
A visual inspection and a test for flow and leak were performed on the returned used transfer set. The luer lock connector had damages (it was broken) making it impossible to use the infusion set and for this condition it was leaking. The user applied too much force on the luer connection. Flow and static pull test results were within specifications. The reference samples were visually inspected and tested for flow, leak and static pull. All test results were within specifications.

Event description:
On (B)(6) 2013, it was reported that there was a cut on the patient's infusion tubing at the luer connection. The patient stated that when she tapped on the connection to remove and air bubble, the tubing broke. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.